Manufacturer narrative:
Approximate age of device: 2 years 6 months 26 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient was seen for pump stop alarms and low speed advisories. According to the log file pump stops and or speed drops occurred on (B)(6)2018 and these issues only occurred while the vad was connected to the power module. The patient was scheduled for a driveline repair on (B)(6) 2018 and the entire external portion of the driveline was replaced with no issues. X ray images were viewed onsite and did reveal an area of shield breakdown where the patient anchors the driveline. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient will be monitored for a short while then discharged if no more alarms occur. The following evening the patient experienced another pump stop alarm while they were getting in and out of bed. At the time the patient was on ungrounded patient cable. The patient is currently scheduled for a pump exchange for (B)(6) 2018.

Manufacturer narrative:
Section a2, g3: correction. Section d4, h4: additional information. Investigation conclusion: although the evaluation of the submitted system controller log files confirmed the report of pump stop alarms and low speed advisories, a specific cause for these events could not be conclusively determined through the evaluation of the returned portion of the driveline. The submitted system controller log file captured a series of low speed advisory alarms on (B)(6) 2018 at 05:10:41 am, with pump speed decreasing to values as low as 3960 rpm. Further intermittent pump stop events were observed on (B)(6) 2018 at 07:09:03 am, (B)(6) 2018 at 05:16:36 am, and several times on (B)(6) 2018. All of these events occurred while the patient was connected to an mpu. Based on previous complaint history, the observed events appear consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6) 2018 and the replaced portion was returned in a segment measuring approximately 21¿. The outer silicone jacket was severed approximately 14.5¿ from the metal connector, and the remainder of the outer layers were severed approximately 16.5¿ from the metal connector. Metal braided shield breakdown was observed approximately 3.5¿ from the metal connector, with minor breakdown along the remainder of the driveline segment consistent with the duration of use. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the events observed in the submitted log file. It was reported that the patient experienced a pump stop in the morning following the driveline repair. An additional system controller log file revealed one transient pump stop on (B)(6) 2018 at 03:41:23 am while the system controller was connected to a power module. Based on previous complaint history, this event appears consistent with a potential driveline issue. The patient was scheduled for a pump exchange on (B)(6) 2018. Multiple requests for product return were issued to the customer; however, no further information has been provided and (B)(4) has not been returned to this date. The investigation file will be closed accordingly. No further information was provided. The manufacturer is closing the file on this event.